Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / the coils had perforated fallopian tubes"), uterine perforation ("perforation (uterus) / the coils had perforated my uterus / the coil appeared to be caught in the mesentery either from erosion or from perforation of the uterus"), pelvic pain ("pelvic pain / pain"), premature labour ("pregnancy (with complications) /pre-term labor / premature delivery / baby was born 4 weeks early with various issues") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 20185637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 1993 to 2009. Concomitant products included fluoxetine hydrochloride (prozac) since 2009, fluvoxamine maleate (luvox) since 2010 and paclitaxel (paxel) since 2009. In (B)(6)2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgical removal of coil, tubal ligation on (B)(6)2009. And surgical removal of coil.). At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, premature labour, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature labour, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes. She has had a tubal in the past which was a failure. She did not use any secondary form of birth control and progressed to become pregnant approximately 4-5 months after the hysterosalpingogram. The patient had a normal vaginal delivery without any complication. The patient's left ostia bad approximately 4 coils present. The right ostia had three coils and both were seated appropriate. Two essure coils on the left side. The coil appeared to be partially exposed along the ostia of the uterus. On the patient¿s right, the coil appeared to be caught in the mesentery, either from erosion or from perforation of the uterus. The essure coil was attempted to be threaded. Erosion of essure coil and coil in the mesentery. On (B)(6)2011 doctor informed her that she could only remove one coil: the coil had perforated her uterus and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Tubes blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: lot number was added. Events: pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), depression, bladder disorder, urinary disorder, migraines, headaches, tubal ligation, dysmenorrhea, dyspareunia, vaginal discharge, fallopian tube perforation, uterine perforation were added. Event onset date, severity and outcome were updated. Historical and concomitant drugs were added. Lab data was added. On 18-jan-2019: medical records received: reporters were added. Plaintiffs middle name was added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / the coils had perforated fallopian tubes'), uterine perforation ('perforation (uterus) / the coils had perforated my uterus / the coil appeared to be caught in the mesntery either from erosion or from perforation of the uterus'), pelvic pain ('pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pregnancy (with complications) /pre-term labor / premature delivery / baby was born 4 weeks early with various issues') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 20185637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from 1993 to 2009. Concomitant products included fluoxetine hydrochloride (prozac) since 2009, fluvoxamine maleate (luvox) since 2010 and paclitaxel (paxel) since 2009. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgical removal of coil, tubal ligation on (B)(6) 2009. And surgical removal of coil.). At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, premature labour, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes. She has had a tubal in the past which was a failure. She did not use any secondary form of birth control and progressed to become pregnant approximately 4-5 months after the hysterosalpingogram. The patient had a normal vaginal delivery without any complication. The patient's left ostia bad approximately 4 coils present. The right ostia had three coils and both were seated appropriate. Two essure coils on the left side. The coil appeared to be partially exposed along the ostia of the uterus. On the patient¿s right, the coil appeared to be caught in the mesentery, either from erosion or from perforation of the uterus. The essure coil was attempted to be threaded. Erosion of essure coil and coil in the mesentery. On (B)(6) 2011 doctor informed her that she could only remove one coil: the coil had perforated her uterus and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Tubes blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / the coils had perforated fallopian tubes'), uterine perforation ('perforation (uterus) / the coils had perforated my uterus / the coil appeared to be caught in the mesntery either from erosion or from perforation of the uterus'), pelvic pain ('pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pregnancy (with complications) /pre-term labor / premature delivery / baby was born 4 weeks early with various issues') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 20185637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from 1993 to 2009. Concomitant products included fluoxetine hydrochloride (prozac) since 2009, fluvoxamine maleate (luvox) since 2010 and paclitaxel (paxel) since 2009. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgical removal of coil, tubal ligation on (B)(6)2009. And surgical removal of coil.). At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, premature labour, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes. She has had a tubal in the past which was a failure. She did not use any secondary form of birth control and progressed to become pregnant approximately 4-5 months after the hysterosalpingogram. The patient had a normal vaginal delivery without any complication. The patient's left ostia bad approximately 4 coils present. The right ostia had three coils and both were seated appropriate. Two essure coils on the left side. The coil appeared to be partially exposed along the ostia of the uterus. On the patient¿s right, the coil appeared to be caught in the mesentery, either from erosion or from perforation of the uterus. The essure coil was attempted to be threaded. Erosion of essure coil and coil in the mesentery. On (B)(6) 2011 doctor informed her that she could only remove one coil: the coil had perforated her uterus and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Tubes blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event 'premature labour' has been amended to serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / the coils had perforated fallopian tubes'), uterine perforation ('perforation (uterus) / the coils had perforated my uterus / the coil appeared to be caught in the mesntery either from erosion or from perforation of the uterus'), pelvic pain ('pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pregnancy (with complications) /pre-term labor / premature delivery / baby was born 4 weeks early with various issues') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 20185637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from 1993 to 2009. Concomitant products included fluoxetine hydrochloride (prozac) since 2009, fluvoxamine maleate (luvox) since 2010 and paclitaxel (paxel) since 2009. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgical removal of coil, tubal ligation on (B)(6) 2009. And surgical removal of coil.). At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, premature labour, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes. She has had a tubal in the past which was a failure. She did not use any secondary form of birth control and progressed to become pregnant approximately 4-5 months after the hysterosalpingogram. The patient had a normal vaginal delivery without any complication. The patient's left ostia bad approximately 4 coils present. The right ostia had three coils and both were seated appropriate. Two essure coils on the left side. The coil appeared to be partially exposed along the ostia of the uterus. On the patient¿s right, the coil appeared to be caught in the mesentery, either from erosion or from perforation of the uterus. The essure coil was attempted to be threaded. Erosion of essure coil and coil in the mesentery. On (B)(6) 2011 doctor informed her that she could only remove one coil: the coil had perforated her uterus and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Tubes blocked. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.